Event description:
A report was received that after the trial procedure, the patient was experiencing extreme pain in his left calf. The physician believed the pain may have been procedure related and the leads were pulled out immediately. The patient was still in extreme pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e. Serial #: (B)(4), description: trial linear st lead, 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that after the trial procedure, the patient was experiencing extreme pain in his left calf. The physician believed the pain may have been procedure related and the leads were pulled out immediately. The patient was still in extreme pain.

Manufacturer narrative:
Additional information was received that the patient was doing better. No further course of action will be taken.